Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice (hc) machine during their automated peritoneal dialysis therapy. Per initial report, the nurse found the patient line on the floor - the hp is in a nursing home. The tsr assisted the nurse to reset the alarms and unload cassette/bags. The nurse will reset up again with new supplies. The nurse was unsure about setting up and will call back when she has all the supply bags ready. No patient injury or medical intervention was indicated at the time of the initial report. Another nurse of the home patient was contacted and aware of the 2240 alarm. The nurse confirmed there was no patient injury or medical intervention associated with this incident and that the patient has been continuing with therapy as usual.